Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that access was gained in the femoral artery with an ipsilateral approach to treat an occlusion extending from the sfa to the mid popliteal artery. It was further reported that after approximately three minutes of activation, the distal tip of the recanalization catheter allegedly separated from the catheter core wire; however, the distal tip did not detach. Therefore, the recanalization catheter was successfully removed over the guidewire as one unit, without incident. Reportedly, another catheter and additional guidewires were needed to cross the occlusion. A vascular stent was deployed at the occlusion site to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the sample was returned. The distal tip was examined under microscopic magnification . The outer catheter and guidewire lumen were noted to be separated approximately 0.3cm from the distal tip. The marker band was torn in half. However, the marker band still remained attached to the catheter. Bunching was noted approximately 3.5 cm from the distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for material separation, as the catheter and guidewire lumen were separated from the distal tip. The investigation was confirmed for torn material, as the marker band was torn on the catheter. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. - for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: - load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. - warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. Report source, date received by MFR, (B)(4). (Device evaluated, evaluation summary attached, device not evaluated code), (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that access was gained in the femoral artery with an ipsilateral approach to treat an occlusion extending from the sfa to the mid popliteal artery. It was further reported that after approximately three minutes of activation, the distal tip of the recanalization catheter allegedly separated from the catheter core wire; however, the distal tip did not detach. Therefore, the recanalization catheter was successfully removed over the guidewire as one unit, without incident. Reportedly, another catheter and additional guidewires were needed to cross the occlusion. A vascular stent was deployed at the occlusion site to complete the procedure. There was no reported patient injury.